Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # for pump: 2916596-2023-00552.related MFR # for controller: 2916596-2023-00692.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated following the reported event of a controller fault alarm, intermittent pump stops, and suspected driveline damage. The heartmate ii system controller (s/n: unknown) was not returned for analysis. A review of the submitted log file, extracted from the pre-exchanged controller, contained data spanning approximately 15 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp. On (B)(6) 2023 from 6:54:59 ¿ 9:30:41, the pump intermittently operated at speeds below the lsl and experienced several pump stops. During the low speed events at 9:21:48 and 9:25:36 ¿ 9:25:38, atypical power cable disconnect alarms were active due to the pump briefly pulling the voltage values down in its attempts to restart after stopping. Controller fault alarms were not observed in the log file. There were no other notable alarms active in the log file that would indicate an issue with the controller. The low speed events and pump stops are addressed via the pump investigation (MFR# 2916596-2023-00552). Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ states how to perform a controller exchange and the precautions to take. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2018-04110 (driveline repair). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00552. It was reported that the patient had intermittent pump stops while connected to battery power. The patient has a history of driveline repair close to the exit site . The alarms were consistent with patient movement (bending up and down). Plans were made to place the patient placed on an ungrounded cable. X-rays of the driveline were taken and found to be unremarkable. A controller exchange was performed on (B)(6) 2023 at 1322. A review of the log files confirmed that the patient's prior driveline issue has matured into a phase to phase short. On (B)(6) 2023 the new controller had a driveline disconnect alarm at 23:02 requiring another controller exchange. The patient had a heart transplant on (B)(6) 2023.